Event description:
During preparation for an embolism procedure, the technologist assisting the physician accidently bent the hypotube rendering the penumbra coil 400 useless. The coil was never placed inside the patient and the physician used a new coil to successfully complete the procedure successfully.

Manufacturer narrative:
Results: the coil pusher assembly has a slight kink in the hypo-tube approximately 5.0 cm from the proximal end of the wire where the hypo-tube is located. Conclusions: the device was returned for analysis and has been evaluated. The complaint indicates that during preparation of the coil, the technologist accidently bent the pusher assembly hypo-tube. Evaluation of the returned product revealed that the pusher assembly hypo-tube is kinked in the area of the hypo-tube tab. The cause of this complaint was product mishandling during preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.